Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the keypad symbol was worn and there was no damage to the keypad. All of the buttons responded appropriately. The keypad was removed and contamination was found under all buttons. (B)(6) device history record review was conducted on (B)(4) 2013, with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.